Event description:
Report received of door/cassette alarms. The patient was receiving d5.45ns via a plum xl pump. The patient's IV tubing was removed from the pump and the patient was sent from the medical/surgical department to another department for an esophagogastroduodenoscopy (egd) procedure. When the patient returned to the room, the nurse reinstalled the tubing set/cassette into the IV pump. The pump initiated the self-test and then sounded an audible alarm and displayed the message, "door/cassette". The pump was changed and the same tubing placed into the replacement pump. The replacement pump also sounded an audible alarm and displayed the message, "door/cassette". The tubing set was replaced and the pump did not alarm with "door/cassette. The hydration fluid was resumed. The patient did not experience any adverse patient effect and there was no delay in critical therapy. Though requested, there was no further information available.